Manufacturer narrative:
(B)(4).

Event description:
It was reported pt indicated stimulation was in the wrong location. The pt felt stimulation in incision area instead of right leg. In was later reported pt had to undergo another surgery due to the leads moving. On (B)(6) 2010, pt had replacement surgery of the leads and wires. The pt went to his f/u in 10 days and staples were taken out. The pt then went back for check up five weeks ago and was redirected to physical therapy before he could pass his test for going back to work. The pt indicated he was not feeling the stimulation barely at all in his leg and that he felt pain in the middle of his back where he was cut open for incision of his lead. The pt noted this was exactly how it was prior to lead migration and before they did the last surgery. The physician redirected pt to have company rep meet pt at the clinic to see how stimulation was functioning. It was indicated pt experienced pain in the middle of his back when stimulation was increased and was in a lot of pain. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.